Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advacer w/ tubular drive shaft and console were selected for use. During preparation, it was noted that the console connector broke. The procedure was cancelled without complications reported, and patient was stable. It was further reported that the connection metal between the pedal and the console was fractured. The patient was sedated with a local anesthesia when the procedure was cancelled.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advacer w/ tubular drive shaft and console were selected for use. During preparation, it was noted that the console connector broke. The procedure was cancelled without complications reported, and patient was stable. It was further reported that the connection metal between the pedal and the console was fractured. The patient was sedated with a local anesthesia when the procedure was cancelled.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. A photo was attached to the complaint showing the console dynaglide connector was damaged. The advancer used in the procedure was not returned for analysis. To determine burr catheter functionality, testing was performed with a test advancer. The testing consisted of connecting the rotalink burr catheter for this complaint to a test advancer. The advancer was connected to the console control system. The test advancer was able to reach and maintain optimal speed with no resistance or issues using the returned burr catheter. Product analysis did not confirm device performance issues, as there was no damage to the device, and it was able to function with a test advancer.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink burr, rotalink advancer w/ tubular drive shaft and console were selected for use. During preparation, it was noted that the console connector broke. The procedure was cancelled without complications reported, and patient was stable.